Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reaming guide holder center rod has a bent tip and wasn¿t tightening very easy to the handle. Was able to make it work but struggled to get it tightened. No surgical delay.